Event description:
Hill-rom received a report from a hill-rom technician stating the brake casters were not holding. The bed was located at the account in the warehouse. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake casters not holding due to a brake mechanism malfunction. Per the hill-rom user manual, annual preventive maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features, including but not limited to caster braking systems. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007, 2008, and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the brake mechanism to resolve the issue. Based on this info, no further action is required.